Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the leg on (B)(6) 2018. The patient stated around 5:00pm they experienced an extreme hypoglycemic event. He indicated that the cgm was reading in the 190¿s mg/dl and that a finger stick was performed; however, he could not recall when he checked it; however, his bg value was 33mg/dl. The paramedics were called and when they arrived, they administered the patient with intravenous (IV) therapy of glucagon. The paramedics stayed with the patient for about 20 minutes until the patient recovered. At the time of contact, the patient had a headache from the hypoglycemic event. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. Reportedly, the patient used multiple bg meters throughout the same sensor session. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.